Event description:
It was reported that the patient sought medical attention at the emergency room ((B)(6)) on (B)(6) 2026 with an infection that developed at the infusion site while wearing the pod. The patient reported that the skin became inflamed while wearing the pod, when it was removed the patient reported that they experienced an infectious rash with swelling and pain. The patient was treated with topical fucidine and oral cefaclor. The patient was released 1.5 hours later, on the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.